Event description:
It was reported that the patient was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed with the patient's mother and confirmed as accurate. If the device is returned, and evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.